Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests using unknown lot numbers performed on an unknown date. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test kit performed on an unknown date. Initial testing was performed the day prior using a binaxnow covid-19 antigen self-test and generated a negative result. Confirmation testing was performed on the same day at a doctor¿s office via an unknown platform and generated a positive result. The consumer stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded